Event description:
It was reported the device overheated prior to a procedure at the user facility. The user facility reported there were no medical interventions, surgical delay, or adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device results.

Event description:
It was reported the device overheated prior to a procedure at the user facility. The user facility reported there were no medical interventions, surgical delay, or adverse consequences.